Event description:
It was reported that the patient was experiencing inadequate pain relief and patient battery was being charged every other day. The patient underwent a spinal cord stimulator (scs) system replacement procedure. Patient was doing well in post-anesthesia care unit (pacu). Explanted implantable pulse generator (ipg) was disposed of by facility.